Event description:
Senseonics was made aware of an incident where user reported experiencing an event of transmitter overheating and decided to stop wearing the transmitter as of 11/19, as it was not functioning properly. An RMA was authorized for return of sensor for further investigation.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. B4. Date of this report 19 feb 2026. D4. Additional device information updated. G3. Date received by the manufacturer? 19 feb 2026. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.